Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2020-00225.

Event description:
The patient was undergoing a coil embolization procedure in the transverse sinus using a penumbra coil 400 detachment handle (handle) and penumbra coils 400 (pc400s). During the procedure, the physician successfully detached a pc400 in the target vessel using the handle. However, the pusher assembly of the pc400 became stuck in the handle; therefore, the handle was removed. The procedure was completed using another handle and additional pc400s. There was no report of an adverse effect to the patient.